Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was missing from the central nurse's station (cns). This seems to have happened after the patient was on a transport monitor then brought back to the room. Tech support (ts) walked (B)(6) through the process of identifying the correct bsm and re-monitoring it on the cns. Once the bsm was back on the cns, they had a nurse verify that data for this patient was being sent to the emr. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was missing from the central nurse's station (cns). This seems to have happened after the patient was on a transport monitor then brought back to the room. Tech support (ts) walked (B)(6) through the process of identifying the correct bsm and re-monitoring it on the cns. Once the bsm was back on the cns, they had a nurse verify that data for this patient was being sent to the emr. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was missing from the central nurse's station (cns). It seemed to have happened after the patient was on a transport monitor then was brought back to the room. Technical support (ts) walked (B)(6) through the process of identifying the correct bsm and re-monitoring it at the cns. Once the bsm was back on the cns, they had a nurse verify that data for this patient was being sent to the emr. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was missing from the central nurse's station (cns). It seemed to have happened after the patient was on a transport monitor then was brought back to the room. Technical support (ts) walked the bme through the process of identifying the correct bsm and re-monitoring it at the cns. Once the bsm was back on the cns, they had a nurse verify that data for this patient was being sent to the emr. No patient harm was reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we could not confirm additional details about this event. Possible causes of a missing bed may include user error with device set-up or a cns software deficiency if the cns is on a version before 02-24 and the bed was in an unstable network environment during wlan transport. User error may include incorrect patient data selection when doing a patient transfer and connecting the transport unit to the main unit bsm. Previous investigations into this issue have been done under the following ircs: irc-262, irc-339, irc-343, irc-351, irc-352, irc-353, irc-394, irc-407. Previous investigations found that there was a software deficiency for the cns to retain the bsm data in cases of an unstable network connection for the bsm transport unit during the wlan transport process. Software improvements were made to address this in cns-6801 version 02-24. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt #1 05/13/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #2 05/15/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #3 05/28/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.